Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 on-site inspection of the equipment and review of fault code logs at the hospital confirmed the reported fault. Safety disk was replaced.the equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d9, e1(initial reporter), e3, g3, g6, h2, h3, h11.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had a leak in the loop. There was no patient involved reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.